Event description:
Boston scientific received information that the lead safety switch (lss) was triggered for this system due to atrial impedance measurements greater than 2500 ohms. Isometrics produced a lot of noise in bipolar configuration and there were 273 mode switches. The patient is not pacemaker dependent but experienced some pre-syncopal symptoms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the clinical observations with the caller and discussed programming suggestions. The caller will follow up with the patient's physician. The system remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.